Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 20mmx2.75mm nc quantum apex balloon catheter was used for dilatation. However, during introduction, prior entering the patient's body, the mid shaft broke off more than 15cm from the hub. The procedure was completed with 20mmx2.75mm balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 66.5cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities of the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mmx2.75mm nc quantum apex balloon catheter was used for dilatation. However, during introduction, prior entering the patient's body, the mid shaft broke off more than 15cm from the hub. The procedure was completed with 20mmx2.75mm balloon catheter. No patient complications were reported.